Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) ranging from 46-56 mg/dl. Reportedly, the customer's healthcare provider was still adjusting the customer's personal profiles settings. Bg was addressed with juice and a half of a croissant.